Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the event was unknown. It was reported that the patient was hospitalized for the event. The patient was treated with penicillin (intraperitoneal, dose, duration and frequency were not reported) and cephalosporin (intraperitoneal, dose, duration and frequency were not reported) for the event. It was reported the patient was discharged approximately two months after hospital admission. Approximately one month after event onset, pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient was recovered from the event. No additional information was available.